Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as an itchy skin irritation from sensitive skin allergies. There was no alleged device malfunction contributing to the irritation. The patient¿s physician treated the area for the skin irritation. Follow up indicated that the skin irritation improved.